Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the battery fully depleted and the pump shut off due to the charging issue in the past. The customer¿s blood glucose (bg) level was over 600 (mg/dl) and a bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. In addition, the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 30% to 5% overnight. The customer's bg level was 200-250 (mg/dl) at the time of the reported battery depletion event.